Event description:
It was reported by service report that the wheels were cracked causing the unit to be immobile and decreasing the brake force. It was also found that the siderails would not latch upright. No pt involvement or adverse consequences are reported.